Manufacturer narrative:
There is no report of infection or any external trauma that may have caused or contributed to the incision failing to heal. Patient health history with regards to healing is unknown to the firm. Failure to heal is a known risk of surgical procedures.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. The implantable pulse generator (ipg) was placed in the lower back area with the implanted leads targeting the cluneal nerve. After implanting the system, the surgical wound on the lower back area failed to properly heal. On (B)(6) 2024 a surgical revision was performed to remove the existing ipg and place a new one in a slightly different location to allow the original surgical site to heal.